Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, and has manual insulin therapy for backup.